Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 474 mg/dl at the time of incident and the current blood glucose of the patient is 237 mg/dl. The customer also report the blood glucose was 600 mg/dl. Customer reports no delivery alarm did not occur during manual prime. Customer also states the insulin was exited. Customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer state that there was no leaks or air bubbles in the tubing/reservoir. Customer state that they performed displacement test and passed. Troubleshooting was performed. The product will not be returned for analysis.